Event description:
The recipient's hearing performance with the device was affected. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device_s circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device is affected. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device has not been received for investigation yet.

Event description:
The recipient's hearing performance with the device was affected. The user has been re-implanted with a new device.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's hearing performance with the device is affected. Re-implantation is being considered, but no date has been scheduled yet.